Event description:
Pt reported that device is dead (no response). Device was in use at time of event. No errors were generated by device. Pt's blood glucose was not affected, and no treatment was rec'd. Pt switched to back-up device.